Event description:
Hillrom received a report from a hillrom technician stating the bed had CPR feature inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician found the CPR release cable needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the pedals, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Examine the condition of the two CPR release pedals, CPR cable, and CPR mechanism on the head motor. Replace the head section motor in the event of a malfunction or the CPR cable if broken. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR release cable to resolve the reported event. Based on this information, no further action is required.